Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a permanent implant procedure, the physician attempted to implant a surgical lead but was unable to place it in the correct position. The physician decided to implant two percutaneous leads instead. The procedure was extended one hour due to the issue. Follow-up identified the patient is doing well after programming and receiving effective stimulation.